Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the hex is stripped. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left (B)(6) control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two sequoia closure tops stripped during surgery. Other closure tops were used to complete the procedure without patient impact; however, there was a 30 minute delay in surgery. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2024-00335.

Event description:
It was reported that two sequoia closure tops stripped during surgery. Other closure tops were used to complete the procedure without patient impact; however, there was a 30 minute delay in surgery. This is report two of two for this event.